Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ICD replacement due to eri, upon fluoroscopy, it was noted that the conductor coil was externalized at the heel between the svc and rv coils. The decision was made to replace the lead. Subclavian venography was performed, and it was noted that the subclavian vein was occluded. Physician was unable to get access, so no further attempt was done and the decision was made to continue to use the riata lead and monitor it closely, given that it functioned normally. A new lead was implanted. The svc coil was programmed off. Patient tolerated procedure well, and was in stable condition before, during, and after the procedure.